Event description:
The device was explanted. The user was dissatisfied with its performance.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. Mechanical damages found during investigation are attributable to the explantation surgery. The recipient_s perception was unsatisfactory, however, no technical problem could be detected. Based on the recipient report and explant investigation, the reason for the reduced benefit for the recipient seems to be non-device related. Additionally, two channels have been disabled due to a short circuit. However the remaining ten channels should provide satisfactory hearing benefit. This is a final report.

Event description:
The device was explanted. The user was dissatisfied with its performance.